Manufacturer narrative:
A visual evaluation of the returned device found that the pouch of the kit was received completely opened and has evidence of heat seal runs throughout the entire width of the pouch without any breaks. The plastic tray which contains the stent was received out its original pouch and it only has the stent barb cover and the stent is not present. The pouch which contains the naviflex rx pusher is completely sealed and it does not present any visual issue and the pouch has evidence of heat seal runs throughout the entire width of the pouch without any breaks. Based on the information available, there is no evidence that the missing component is due to a manufacturing related cause, also due to the lack of information and evidence provided. Therefore, the most probable root cause is undeterminable. A review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an advanix¿ pancreatic stent was used during a procedure performed on june 20, 2017. According to the complainant, during unpacking, it was observed that the ¿up side of sterilization pouch was opened¿ and ¿the stent was not included in the sterile package¿. The representative dealer noticed the issue when he/she unpacked the shipping box. The procedure was completed with another advanix¿ pancreatic stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used during a procedure performed on (B)(6) 2017. According to the complainant, during unpacking, it was observed that the 'up side of sterilization pouch was opened' and 'the stent was not included in the sterile package'. The representative dealer noticed the issue when he/she unpacked the shipping box. The procedure was completed with another advanix pancreatic stent. There were no patient complications reported as a result of this event.